Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device gave a low spo2 reading. The oxygen saturation recorded on a well baby was 88-91%. The baby didn't reflect what the device was recording. When the pediatrician brought his own device and probe with him, the reading was 98-100%. There was no patient injury.